Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the "does not recognize a closed dorr." Eval found force required to secure door with a loaded set is above expected levels due to a cracked threaded insert boss causing separation between front case and mechanism assembly, resulting in the reported symptom. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was not recognizing a closed door. It was also reported that there was no pt involvement.